Manufacturer narrative:
No product was returned for this complaint. Therefore, no device investigation could be done other than a review of the manufacturing records related to the part. According to the DHR, the product was manufactured to specifications. Repeated inquiries to gather more information about this case have not resulted in any additional information beyond what is listed in this report.

Event description:
On 8/25/2021 it was reported to pioneer surgical technology that "a patient, called in stating he has a broken wire in his chest. He found this out at a dr appt on (B)(6) 2021. Original date of surgery was (B)(6) 2019 at (B)(6). He has been told by his surgeon that he is going to have to have another surgery to replace the broken wire."